Event description:
It was reported that the consumer had concerns with their therapy or device. The doctor had checked out the device and determined it was working. It was noted that the patient goes in every three weeks for a refill, but was wondering if they could afford it when the patient's husband retires in six months. No other information was given regarding this event. If additional information is received this report will be updated.

Event description:
The patient reported that 3 weeks prior to needing a refill they get no pain relief. The patient had told their healthcare provider but they say the patient is ¿crazy.¿ the patient missed their last refill date due to being sick and went the very last day so there should not have been any medication but there was ¿a lot of medication left.¿ per the patient the healthcare provider wanted to do a test to the patient¿s back to check the catheter ¿but he does not want her touching her back.¿ the pump was used to deliver fentanyl bupivacaine morphine. Interventions or outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).